Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the rep was attempting to reprogram the patient's ins and when they connected it said that it wasn't set up. The rep reprogrammed the ins like they did the first time and the issue resolved. No patient complications were reported.